Event description:
It was reported that the bd nexiva¿ closed IV catheter system hub was broken. This complaint was created to capture the 6th of 8 related incidents. The following information was provided by the initial reporter: "received a vat piv that is broken between hub and tubing.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/26/2021. H.6. Investigation: bd received a used 22 gauge nexiva single port closed IV catheter system from an unknown lot for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the extension tubing had become separated from the catheter adapter. Next, the extension tubing was inspected and the area around the break was found to be jagged and rough indicating that the break was caused by excessive force or stress to the device. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system hub was broken. This complaint was created to capture the 6th of 8 related incidents. The following information was provided by the initial reporter: "received a vat piv that is broken between hub and tubing."